Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient reported that the device was acting up when they were sitting or standing, the stimulation suddenly increased for no reason and it was uncomfortable. There were no reported traumas or falls related to this issue. The patient checked their device with the patient programmer and the setting was group c, the therapy was on with adaptive stimulation on. The patient indicated that the adaptive stimulation setting was activated. The patient programmer was showing laying left when walking around or changed sides. The patient indicated that group c showed upright, group d indicated laying left. The implantable neurostimulator (ins) was charged about 75%. The stimulation was on and the patient was able to change stimulation. Another group was tried but this did not resolve the issue. The changes in therapy/symptoms were considered sudden. Other relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the patient reported that there were no circumstances that led up to the stimulation increasing on its own. They noted that one time the issue occurred when they were just standing in place while, another time sitting in a chair, and one time while twisting. Steps taken to resolve the issue included turning the device off, called the manufacturer, and followed the advice given, and called their doctor's office. The patient stated that the issue was still occurring and was not solved. If additional information is received, a follow up report will be sent.